Manufacturer narrative:
(B)(4). The sion guide wire was returned for evaluation. The coil was found elongated for approximately 300mm from the proximal solder that was originally located at 280mm from the tip. At approximately 155mm distal to the proximal solder, fracture of the core was confirmed. The fracture end of the core was necked, indicating tensile stress had caused the observed fracture of the core. The fracture end of the coil was flat and twisting of the coil was observed proximal to the fracture end. These findings indicated that torsion generated as the coil was straightening had contributed to the observed fracture of the coil. Measurement of the returned guide wire suggested that approximately 25mm of the core (including twist wire and inner coil wire that composed the core) and approximately 120mm of the coil were not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the reported separation of the sion guide wire. The applied stress would exceed the product design limit when the wire tip was being trapped between the newly deployed stent and the vessel wall. It was concluded that this event was not attributed to product quality. Because the separated tip was not returned, a possibility remained that it might be left in the patient. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that an asahi sion guide wire had separated during a percutaneous coronary intervention (pci) to treat a moderately tortuous, moderately calcified 75-90% stenosis in the segments 6 to 7 of the left anterior descending artery (lad). The guide wire was advanced to the first diagonal branch for protection purpose. Stent deployment was performed. The physician attempted to remove the guide wire when resistance was met. Ivus confirmed that the guide wire located at stent struts was broken off. A snare was used to successfully retrieve the broken guide wire. There were no adverse patient effects associated with this event.